Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator (epg) were broken. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the output connector assembly is broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.